Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated patient had an appointment with their healthcare provider on monday and the rep was there. Caller stated they brought in the equipment and the thing is completely dead and will not turn on. Caller stated they were never able to get the implanted neurostimulator charged since implant so the ins has not been used charged in 5 years. Patient service specialist had caller remove the li battery pack from the controller and plug the controller into the ac power cord caller verified the controller does not power up. The issue was not resolved. An email was sent to the repair department to replace the controller and li battery. Patients representative called back in to patient services stating they received the replacement controller and battery pack, and were told to call back to patient services to discuss next steps in having somebody sent out to the patient for assistance. Agent reviewed role of rep and role of patient services with the caller, and stated that we can assist in helping the patient over the phone, but we cannot order a mdt rep to the patient in person. The caller was not with the patient at the time of the call to review pairing and passive recharge mode. The caller stated they will call back into patient services tomorrow to further assist the patient once they can be together. Upon further review, caller also mentioned they were told to contact someone by medtronic rep. Agent reviewed role of rep and role of patient services. Caller and agent are both unsure of who the caller was redirected to.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745bp serial# (B)(6) product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A rep called for instructions to do passive recharge. Rep started passive recharge. Technical services (ts) reviewed that rep may need to do multiple passive recharges. Rep called in with the pt present and states they have been doing a passive recharge and were able to get into a normal recharge session with the controller showing excellent coupling. Rep states they have been charging the battery for an hour and then came back and did 30 more minutes, however the controller shows the ins was not getting past 10% charge level. Rep states they see a red triangle, as well as 40% controller charge and the green light was blinking. Rep then stated he sees the numbers 99 across the bottom, and when the paddle was pulled away from the patient, it reads 77, 77 and 99. Ts reviewed passive recharge and advised rep to keep charging through the passive recharge screens with the antenna firmly against the pt¿s ins. Rep states the pt has had their controller and li battery replaced, as well as their recharger last week.